Manufacturer narrative:
Batch review performed on 25 february 2021: lot 121455: (B)(4) items manufactured and released on 04-sept-2012. Expiration date: 2017-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 8 years 1 month after primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.